Manufacturer narrative:
On (B)(6) 2023, mentor became aware that an error was submitted in the previous report. As no patient consequence was reported, date of explant and patient initials were removed from the file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 03, 2023, mentor received the device for evaluation as well as additional information. Patient identifier was added as (B)(6). Date of explant was added as (B)(6) 2023. On august 10, 2023, mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. On (B)(6) 2023 mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: isual analysis of the returned sample determined that the breast implant was found to be ruptured, received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Mentor completed a visual evaluation of the image provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two 350cc mentor memorygel xtra breast implants ruptured during a breast augmentation surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and new implants were used to complete the implantation. No reported adverse events or patient outcomes were reported. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-06942 for the contralateral event.